Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed b30 communication error issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had an air leak, and the camera is not working. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, the instrument channel was leaking and had a continuous bubble coming from the tip. The device evaluation found that the ¿camera is not working¿ issue could not be duplicated. Additional findings include the following: the identification chip was not able to transmit data (okay after aeration), the probe insulation was not to specification with a value of 0 megaohm, the distal end had a deep scrape at the channel opening, the bending section cover adhesive had a crack, a b30 scope communication occurred (the image had a stain, fluid, and was blurry ¿ okay after aeration), switch 1 ¿ 4 were not working, the insertion tube had a deep dent at 30 cm, heavy corrosion was found on the probe shrink tube, and the electrical insulation was not to specification with a value of 0 megaohm. Three attempts were made to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.